Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the forepart of the catheter had fractured. The catheter was removed, and another similar device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that kinks were in the sheath assembly. No damages or failures were observed on the ccp (catheter code pcba) board assembly. Microscope inspection revealed there was no damage observed on the distal tip or guidewire exit port assembly. Functional inspection was performed on the mdu and ilab system; the catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Based on the evidence, the as reported code of catheter damaged/defective can be confirmed.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the forepart of the catheter had fractured. The catheter was removed, and another similar device was used to successfully complete the procedure. There were no patient complications. It was further reported that no failures had occurred on the opticross imaging catheter. This was confirmed by the sales representative and the problem was with the ilab system.